Event description:
Info received via complaint indicates the following: "the peel package is leaky."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2013 based on the (B)(4) samples received were visually and air tested and all samples passed test requirements. Review of the DHR showed that all relevant tests required during the packaging process and final product release had been fulfilled and met the requirements. Convatec has not registered any deviation during the reworking/manufacturing process. During investigation technical condition of the machine has been checked and no sharp parts on the packing machine were detected. The possible technical reason for this defect has been rejected because the foil was molded correctly. The one sample failed during test carried out at b.braun has been visually evaluated. The hole in foil has been observed at the connector area. We looked at the failed sample, assessed the findings above, location of hole and its shape and after discussion with technical and operator staff in packaging area of catheters we came to the conclusion that hole had been created during packaging process when operators had been putting catheters into shipper boxes, as the foil is thinner at the connector area due to deeper shaping for creation place for connector. Based on the info received, our investigation and test results the defect occurrence is considered to be within aql. (B)(4).